Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, it was reported that this was an arcr for treating rotator cuff tear, it was difficult to see arthroscopic images. It seemed that the lens might have some scratches. After confirming with the customer, the service was not necessary; therefore, the device has been disposed off. With the given information, we cannot determine the root cause of the reported problem. The reported failure was not confirmed. A manufacturing record evaluation was performed for the finished device lot number:1360770, and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair procedure on surgery on (B)(6) 2021, it was observed that it was hard to see arthroscopic images. On the hd epscp,4.0,30,167,mitek device; and that it might have some scratches. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.